Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Hybrid analysis determined that the hybrid was fully functional with nominal pacing output, and normal current drain. No root cause for the battery depletion and longevity anomaly could be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five months post implant during device follow up high thresholds and rapid battery depletion were noted on the leadless implantable pulse generator (ipg). The device was explanted and replaced. No patient complications have been reported as a result of this event.